Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The maryland bipolar forceps instrument was analyzed and found to have a broken grip cable at the distal end. The complaint regarding broken cable at the tip of the instrument was confirmed by failure analysis.

Event description:
It was reported that during a da vinci-assisted surgical procedure, during the operation, the surgeon noticed a broken cable at the tip of the instrument. The procedure was completed with no reported injury.